Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during stenting of a pre-dilated lesion in the distal sfa to proximal popliteal artery via contralateral access, the vascular stent could not be deployed any further after being released approximately 1 mm. The delivery system was removed without issue and another stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device it could be confirmed that the deployment mechanism had been actively used until the breakage of a force transmitting component in the proximal section occurred with the stent being partially released. The grip was found to be fully functional. The condition of the returned device indicates the presence of high release force during the fracture of the force transmitting component. Increased friction in the distal catheter section is considered the reason for the increased release force and subsequent fracture of the component. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels can lead to increased friction and subsequent release force increase. In this case, the tracking path and target vessel were reported to be slightly calcified and no difficulty occurred during tracking of the system to the lesion site. Reportedly, the lesion had been pre-dilated. Furthermore, the reported event may be use-related as rough handling of the device especially during unpacking may lead to deformation and subsequent release force increase. On the basis of the information available and the evaluation of the returned device, a definite root cause for the reported event could not be identified. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." And "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used."

Event description:
It was reported that during stenting of a pre-dilated lesion in the distal sfa to proximal popliteal artery via contralateral access, the vascular stent could not be deployed any further after being released approximately 1 mm. The delivery system was removed without issue and another stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.